Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the cannula did not deploy during that activation process indicating that a needle mechanism failure occurred. The pod was worn for less than 1 hour. Details regarding treatment were not reported. The patient faced this issue with multiple pods. This is 5 of 5 pods reported.